Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection had been performed prior to decontamination. The as received inspection noted that both atrial setscrews were in the up position and could not be moved in either direction. The atrial seal plugs were removed in order to visually inspect the set screw assemblies. Both of the atrial retainer rings were slightly bent upwards indicating that the setscrews were stuck in the up position in their respective retainer rings; most likely during the explant procedure. The inner sleeve was removed. High power visual inspection of the inner seal noted evidence of silicone on silicone bonding. It appears that the distal area of the right atrial lead became stuck to the inner seal during the implant time. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that during the elective procedure to replace this device, the associated atrial lead could not be removed from the device header. The physician tried multiple times with multiple wrenches but one of the setscrews could not be removed. The lead was damaged during removal. No adverse patient effects were reported.